Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console hanged before a cataract surgery. The procedure was completed. Additional information has been received clarifying that the console hanged during surgery. The surgery was completed successfully by restarting the console. There was no patient harm.

Manufacturer narrative:
The company representative (did not) confirm or replicate the reported event. However, the printed circuit board (pcb) was found non-conforming, which was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event is attributed to the nonconforming printed circuit board (pcb). It is inconclusive how this component became nonconforming. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).